Event description:
Pt's spouse called alleging that meter gave an inaccurate low blood glucose reading. Pt tested their blood sugar and obtained a 227. Spouse took pt to the hosp due to the pt not feeling well. When asked what kind of symptoms pt experienced, spouse was unable to answer. At the hosp pt's blood glucose was taken and it read over 400. Pt was treated with IV and remained in the hosp for one week. Spouse does not know the diagnosis and denied that pt's test strips are expired. Customer service found out meter was set to the wrong unit of measurment. Spouse does not recall pt going into the settings and changing the unit of measurements. Customer service sent pt a replacement meter.